Manufacturer narrative:
Product complaint (B)(4). Batch # r5ah6x. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please explain how the stapler misfired? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? Response: the following is information gathered from the surgeon from a meeting. This is all the information I have. Dr. P was performing a lower lobectomy, went to take the arterial branch of the lower lobe, he fired the pvs stapler across the branch. The blade engaged the vessel as expected, upon return to the home position, the knife blade got stuck. Surgeon was unable to open the jaws of the device to remove. He then engaged the reverse knife blade button. There was still no movement of the blade. He then found the manual override and had to engage that. He was successful in returning the knife blade to the home position, he was then able to open the jaws and remove from the patient. He mentioned that it stapled and cut the vessel as intended. There was no patient harm or need for additional care to that vessel. He was uncomfortable with opening another pvs device to finish the case so he chose to use a different stapler to complete.

Event description:
It was reported that during an thoracic procedure that the device mis-fired. Unknown as to how exactly the device mis-fired. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.